Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility indicating that the charging port was damaged and loose. There was no patient involvement, therefore no health consequences or impact.